Event description:
Event description guidant received information that at the implant procedure of this endotak dsp, the coronary sinus was perforated and the procedure was halted. The patient was observed for a few days in the ccu. The system was at a later date activated and remains actively implanted at this time.